Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion sensor. Functional testing was able to duplicate the reported cassette sensor problem. It was determined that damaged downstream occlusion sensor was the root cause. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported 'cassette sensor'. There was unknown patient involvement. The device evaluation noted a damaged downstream occlusion sensor.